Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. There were no technical services requested or performed related to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a posterior rupture during hydro dissection. Procedure was completed.